Event description:
It was reported that the patient had fluid in the device pocket. An invasive procedure was done, and the physician revised the pocket. The doctor found the pocket was not infected. The pulse generator was re-implanted. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted due to infection. There were no additional adverse events reported. It was reported that the patient had fluid in the device pocket. An invasive procedure was done, and the physician revised the pocket. The doctor found the pocket was not infected. The pulse generator was re-implanted. There were no additional adverse patient effects. The system remains implanted.